Manufacturer narrative:
D9, h3 - device returning status updated from yes to no. The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use (IFU) as a known patient effect of use with suture mediated closure device procedures. The investigation was unable to determine a conclusive cause for the reported difficult to close the foot and difficult to remove the device; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to close the foot include, but not limited to tissue or suture caught in the foot, or posterior cuff partly deployed in the foot which likely led to the reported difficulty removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 correction: investigation findings codes: 114 added. Investigation conclusions code: 22 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 and d10 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair interventional procedure. Reportedly, the first device worked fine, but the second device after step 4 (putting down the footplates) was not retracting out of the groin and resistance was felt. The device was pushed slightly back in again and the lever was opened and closed a few times in an attempt to collapse the footplate, thus it was suspected it was stuck. Finally, it worked and the device was retracted out of the patient and a 10f sheath was put in the access site. At the end of the procedure when it was attempted to tighten the sutures, there was significant oozing so it was decided to use a third prostyle at 12 o¿clock technique. However, it still wasn¿t sufficient and a surgical cut-down had to be done to close the access. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.